Manufacturer narrative:
Device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that a pca over infusion had occurred. Although requested, there were no further details or information provided. Although requested, there was no report of harm.